Event description:
Factory analysis of a returned power supply revealed a fuse failure which may result in a vent inop air liftoff failure or the blower shutting off during operation with alarm in normal ventilation mode. Evaluation of the fuse revealed it opened at the end cap. The vent inop indicator signals the operator that the ventilator is not capable of supporting ventilation and requires service. During a vent inop condition, the ventilator enters a safe state, where the safety valve is opened and new alarm condition detection is discontinued. If the ventilator is attached to a patient when this condition is detected, the ventilator must be replaced immediately.